Event description:
It was reported that the device will not pass normal saline at any pressure. This event occurred at the patient's home and was operated by health professional. They do not have any additional information to provide. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally filed under 3012307300-2024-02475 on 4/11/2024. One sample was received for evaluation. The sample was in unused condition. Visual and functional testing found no discrepancies. The failure mode was not confirmed. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.